Manufacturer narrative:
.

Event description:
It was reported that a gradual increase in the lead impedance was noted. The lead remains implanted. The patient was in stable condition and monitoring will continue.